Event description:
It was reported that the physician could not remove the lead from the ICD header during a routine changeout. The physician elected to cut the lead, cap it and implant a new lead. The patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the lead connector was stuck in the is-1 lead bore. The ring set screw was not unscrewed from the lead. Septum debris was found inside the hex cavity of the set screw, which prevented full insertion of the screw driver. After the debris was removed, the set screw was removed using a screw driver. The lead connector was removed.